Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3777, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. The leads (serial # (B)(4) were returned and analysis found that the lead bodies had been cut through and the product was segmented. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type I. It was reported the patient needed more coverage with spinal cord stimulation (scs) in her left shoulder. Diagnostics/troubleshooting performed included attempts to reprogram, but it was decided there would be a revision/replacement. Replacement of the lead was noted to have resolved the issue. It was also noted that the full system was replaced with an MRI eligible system. The patient's status at the time of this report was listed as "alive with no injury. Additional information received from the rep on (B)(6) 2016 reported that the physician thought the lack of coverage was related to the lead placement and was not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.